Event description:
It was reported that this right ventricular (rv) lead was explanted due to product performance anomaly. A new lead of a different model was successfully implanted. No additional adverse patient effects were reported.